Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device/s reported: unknown screwdriver (part # unknown, lot unknown, quantity 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the surgeon attempted to implant the cervical spine screw of the zero-profile variable angle (zero-p va) but it did not progress. Several attempts were made which resulted in the hexagonal part of the screw to be mistreated. The surgeon opted to use a new screw and replaced the punch to break the first cortical which was still unsuccessful. A drill with guide was used to place the screw but it was noted to have slide down with the screw. There was an x-ray image captured during the procedure which showed the screw unable to progress with the head of the screw protruding. A screwdriver was used but, according to the surgeon, it did not have enough space to continue advancing. Another attempt with a double handle screwdriver was used to advance the screw which was unsuccessful. The screw no longer moved forward or backward which is why the surgeon decided to leave it and begin closure. There was a surgical delay of 15-30 minutes reported. The procedure was completed with only two (2) inserted screws since the third screw was already mistreated. The patient status was stable. Concomitant device/s reported: unknown screwdriver (part # unknown, lot unknown, quantity 2), unknown drill bit (part # unknown, lot # unknown, quantity 1), unknown zero-p va implant (part # unknown, lot # unknown, quantity 1), unknown double handle screwdriver (part # unknown, lot # unknown, quantity 1). This report is for one (1) 3.7mm ti cervical spine screw slf-tpng/variable angle 18mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Lot number provided for reporting. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Part: 04.647.878. Lot: l607346. Manufacturing site: mezzovico. Release to warehouse date: 11. Oct. 2017. The device history record shows this lot of 50 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Us customer quality (cq) returned product investigation flow: device interaction/functional. Visual inspection: visual inspection of the returned screw at cq revealed the screw¿s drive recess was stripped. No other damage was noted besides cosmetic damage consistent with implantation and explanation. Functional test: functional testing could not be completed as the plate/spacer implant was not returned. Dimensional inspection: the screw¿s head diameter was within specification. The screws length was within specification. Specifications were per drawing measurements were taken with calipers. Document/specification review: drawing was reviewed during investigation. During the investigation, no product design issues were observed that may have contributed to the complaint condition conclusion: the complaint condition is considered confirmed as the received condition of stripped could lead to the complaint condition of the screw not being able to be fully inserted. There is no indication that a design or manufacturing issue contributed to the complaint. No root cause could be determined as the circumstances surrounding the event were unknown. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.